Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling. The grandslam guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that a grandslam guidewire advanced, without significant resistance noted, to the diagonal coronary artery which was previously stented multiple times and was moderately to heavily re-stenosed. While placing the first stent, the guidewire tip separated and traveled into distal vasculature. There was no intervention to remove the separated tip. Following, a wiggle guidewire advanced to the same diagonal coronary artery lesion, without significant resistance. Between placing the first and second stent, the guidewire tip separated and traveled into distal vasculature. Both guidewire tips remain in the patients anatomy. The patients condition remained stable. There was no additional information provided.